Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited externalized conductors under fluoroscopy during an unrelated procedure. A test shock had been delivered prior to the procedure which was delivered normally and the lead impedance was within range. The lead remains implanted.